Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The shaft showed severe stretching of the catheter shaft. The shaft was stretched from 56cm from the tip top proximal 117cm. This product is designed to be 120cm long. The measurement on this device was 125.5cm which means the device was stretched approximately 5.5cm. Functional testing was competed per the device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime. Inspection of the catheter shaft showed an area that the hypotube may have been damaged. Dissection of the shaft confirmed that the hypotube was separated due to the stretching damage. The separation was approximately located 74.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16-feb-2021. It was reported that an error message occurred. The target lesion was located in the left superficial femoral vein. An angiojet solent omni catheter was advanced for treatment. During procedure while performing power pulse for 3 seconds, the system alerted check saline supply error. The physician checked the saline several times and the alert still existed to replace the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.